Event description:
It was reported to philips that the "trigger is not in sync". There was no reported patient involvement.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.